Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect, with the recent return of symptoms. The pt attempted to change the device to a different program. The stimulation seemed to be working intermittently. It was later reported that the pt had not been in contact with the physician for "over a year." No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.